Event description:
Global pharmacovigilance notified corporate product surveillance of maude report- (B)(4) regarding a clearlink y-type blood set in which a leak was observed from an unspecified location. According to the report, a nurse started a blood transfusion on a patient and immediately observed blood spraying from the tubing. She quickly changed out the tubing and therapy continued as normal. An estimated 20-50ccs of blood was lost as a result of the leak. There were no reports of patient injury, adverse events, or medical intervention necessary. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot.

Manufacturer narrative:
(B)(4). One sample was returned to the manufacturing plant for evaluation. Visual inspection revealed a mark on the tubing. A pressure test was performed at 8psi and a leak was observed. Therefore, the reported condition was confirmed. An assignable root cause was not determined at this time.

Manufacturer narrative:
(B)(4). The sample is reported to be available but has not been received for evaluation. If additional information becomes available or the sample is received, a follow up report will be submitted. Baxter will continue to monitor similar reports to determine if further actions are required.